Manufacturer narrative:
Additional information provided. Additional information received from the facility states there was no defect to be reported. The lens was opened and not used because the surgeon changed his mind. No further reports will be submitted for this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective. Timing and patient impact are unknown. Additional information was requested.